Event description:
Edwards received notification that a valve model 7300tfx25 was explanted from the mitral position on post operative day 2, due to restricted motion of the leaflets leading to moderate to severe non central regurgitation. Reportedly, moderate to severe regurgitation was observed on esophageal echo right after implant of the valve after closing the patient's chest. As reported, the whole operation was normal. Reportedly, tricentrix holder was used and deployed without difficulties and was removed after all sutures were tied. After suturing, it was confirmed that there was no hanging thread, abnormal chordae or other foreign particles and no abnormalities of the valve leaflets were observed. No suture loop was observed intraoperatively. Reportedly, a rubber hose that draws water in the center of the valve was placed during implant. It was removed after the left ventricle was filled again. The patient remained at ICU on observation for 2 days after implant, but the regurgitation did not improve and it was decided to explant the device. Another valve of the same model and size 7300tfx25mm was implanted in replacement. The postoperative echo showed no regurgitation. The patient was noted as to be under observation at ICU.

Manufacturer narrative:
H10 manufacturer narrative: further information was received from the customer stating that another valve of the same model and size 7300tfx25mm was implanted in replacement. The device involved in this case was received at our product evaluation laboratory for a full evaluation. Suture track indentations were observed on the free margins of leaflets 1 and 3 near commissure 1, indicating that the suture was looped around commissure 1. X-ray demonstrated wireform intact. Suture holes were observed all around the valve sewing ring. No sutures threads were observed. Sewing ring cloth was cut in multiple areas around the valve. No other visible inconsistencies were observed on the valve. Customer report of restricted leaflet motion leading to regurgitation was confirmed through observed suture loop. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. Based on the evaluation and available information, the report of "severe non central regurgitation" was confirmed and the most likely cause is suture looping due to use error. An edwards defect has not been confirmed.

Manufacturer narrative:
H10 additional manufacturer narrative: echo images and videos were received and assessed by an independent expert in echocardiography. Per image review, the submitted echocardiographic images are remarkable for: 1. Restricted motion of 1 of 2 visualized leaflets (in an anterior location, presumably leaflet l1). 2. Severe mr that probably has a central (valvular) origin. Only 2 of 3 bioprosthesis leaflets are reasonably visualized, with apparent restricted motion of 1 of the 2 visualized leaflets. The cause of restricted leaflet motion is not evident from the limited submitted echocardiographic images, and in theory could be due to an abnormality extrinsic to the bioprosthesis (suture loop, interference caused by submitral structures) or intrinsic to the bioprosthesis. With limited interrogation it is not possible to definitively establish the origin of the mr jet, but based on the submitted images the jet origin probably is central (valvular). Device evaluation anticipated but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx25 was explanted from the mitral position on post operative day 2, due to restricted motion of the leaflets leading to moderate to severe non central regurgitation. Reportedly, moderate to severe regurgitation was observed on esophageal echo right after implant of the valve after closing the patient's chest. As reported, the whole operation was normal. Reportedly, tricentrix holder was used and deployed without difficulties and was removed after all sutures were tied. After suturing, it was confirmed that there was no hanging thread, abnormal chordae or other foreign particles and no abnormalities of the valve leaflets were observed. No suture loop was observed intraoperatively. Reportedly, a rubber hose that draws water in the center of the valve was placed during implant. It was removed after the left ventricle was filled again. The patient remained at ICU on observation for 2 days after implant, but the regurgitation did not improve and it was decided to explant the device. Another surgical valve was implanted in replacement. The postoperative echo showed no regurgitation. The patient was noted as to be under observation at ICU.